Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an o2 concentration high alarm. The ventilator was investigated by our field service engineer on site and the o2 cell was replaced due to normal wear which solved the issue. Functional tests were carried out with positive results. According to received information it is concluded that the o2-cell was the cause of the reported issue. However, due to lack of information needed for the root-cause analysis, i.e. Complaint goods and log files, we have not been able to identify the root cause of the report issue.

Event description:
It was reported that the ventilator's check did not work. There was no patient harm reported. Manufacturer's ref. #: (B)(4).